Event description:
As reported by user facility: a needle stick occurred at the facility after the catheter was inserted into the patient and the needle removed and "deployed". The nurse went to pick up the supplies to be thrown away and she bunched all the materials and got stuck with the dirty needle. She required treatment for the needle stick. Needle was contaminated with blood from an IV drug user. Nurse provided bloodwork and was placed on hiv preventative medication for 30 days. (B)(4).